Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified 2nd right posterolateral (rpl) artery. After a non bsc guidewire crossed the lesion, a 3.00 x 20 synergy¿ stent was advanced but failed to cross the lesion. Several attempts were made in advancing the device and it was noted that the stent had dislodged. The procedure was completed with another synergy stent with the same size. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found slight distal damage with struts on the first row slightly flared. The remaining part of the stent showed no signs of damage. The undamaged proximal side of the stent was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found one hypotube kink 383 mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified 2nd right posterolateral (rpl) artery. After a non bsc guidewire crossed the lesion, a 3.00 x 20 synergy¿ stent was advanced but failed to cross the lesion. Several attempts were made in advancing the device and it was noted that the stent had dislodged. The procedure was completed with another synergy stent with the same size. No patient complications were reported.